Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address tibial loosening caused by lack of cement adhesion to the implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. These products are used for treatment. The device history records plus visual inspection were performed on the returned products for reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reported event was confirmed by review of x-rays. It was noted there was radiolucency at the bone cement interface of the medial, lateral, and anterior portions and possibly posteriorly of the tibial. Visual inspection was performed on the returned products. No bone cement adhered to the tibial tray. Nicks and gauges were seen on the returned tibial tray. Scratches and nicks were noted on the condyles of the femoral component and the tibial bearing. It is unknown what bone cement was used to attach the tibial tray. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined.